Event description:
A beckman coulter fse (field service engineer) reported an intermittent leak from the solenoid vacuum collar wash on reagent probe b of the unicel dxc 600 synchron system on behalf of the customer. The fse indicated that approximately 3 ml of fluid leaked and was contained within the instrument. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer informed the fse that cr-s (creatinine) qc (quality control) result recovered low and the customer discovered fluid on the reagent carousel cover. The customer had verified that there were no loose fittings.

Manufacturer narrative:
The fse primed both reagent probes fifteen (15) times and noticed that the collarwash solenoid vacuum valve for reagent probe b failed to vacuum fluid on the 13th prime. The fse replaced the collarwash solenoid vacuum valve to resolve the issue and repair was verified per established procedures. Failure mode of the leak is attributed to the solenoid vacuum wash collar valve. Beckman coulter internal identifier for this report is (B)(4).